Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented with an infection. The implantable cardioverter defibrillator was eroding through the pocket as well. The system was explanted. The patient was recovering. Related manufacturer reference number: 2017865-2021-06274, related manufacturer reference number: 2017865-2021-06278, related manufacturer reference number: 2017865-2021-06280, related manufacturer reference number: 2017865-2021-06283.